Event description:
Heart monitor (battery) exploded, made by cardionet. Device was not being worn at the time but did significant damage to the vanity/bathroom and would have killed the pt had she been wearing it. These batteries need to be recalled.